Event description:
It was reported during an ladg procedure, that air leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Leak. Evaluation summary: the analysis results found the instrument was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were found during the manufacturing process.